Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of difficulty crossing the native annulus was confirmed by provided imagery review. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per reported event description, ''it was a case of an implant of a 26mm sapien 3 ultra in aortic position by transfemoral approach. During procedure, it was performed a first unsuccessful approach to cross the native valve annulus. The system was removed and a valvuloplasty of the native annulus was performed with a atlas balloon bard. Then, a second attempt to cross the native annulus was performed, but without success. It ended up causing a dissection in the ascending aorta close to the sinotubular junction and patient was moved to surgery. The dissection was located, pericardium drained and conservative treatment administrated. Patient sent to ICU and extubated 6 hours later. Patient did not get any valve implanted. The patient was stable.'' Per provided imagery review conclusion, ''heavy calcification is observed at the annulus and lvot'' and ''there is evidence of the reported inability to cross the native annulus with the ds observed buckling due to the resistance of the calcium/stenotic valve.'' The presence of calcification can cause interaction between the advancing delivery system with thv and calcified nodules present, obstructing the valve crossing and resulting in the reported difficulty crossing the native annulus. Available information suggests that patient factors (calcification ) may have contributed to the reported difficulty or inability to cross native annulus. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in switzerland. As reported, this was a case of an implant of a 26mm sapien 3 ultra in aortic position by transfemoral approach. During the procedure, it was performed a first unsuccessful approach to cross the native valve annulus. The patient had heavily calcified native leaflets. The system was removed and a valvuloplasty of the native annulus was performed with an atlas balloon bard. Then, a second attempt to cross the native annulus was performed, but without success. This caused a dissection in the ascending aorta close to the sinotubular junction and patient was moved to surgery. The dissection was located, pericardium drained and conservative treatment was administrated. The patient was sent to ICU and extubated 6 hours later. Patient did not get any valve implanted. The patient was stable.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device was discarded.